Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.a getinge service territory manager (stm) evaluated the iabp and was not able to reproduce the reported issue. The stm spoke to the customer and inform them about the need for zero pressure the unit in order to display arterial pressure. The unit passes all safety test per manufacturer specifications. The unit was cleared for clinical use.

Event description:
It was reported that while in use in a patient the cardiosave intra-aortic balloon pump (iabp) shutdown; the iabp was swapped with a cs300 intra-aortic balloon pump (iabp) to continue therapy. However, the cs300 iabp was unable to "zero" due to no a-line waveform available, additionally no pressures were observed on the screen. It was reported that two different pressure cables were tried, that the central lumen on the non fiber optic catheter was patent, the transducer was changed for another transducer and that an alternate a-line was attempted without success. It was additionally reported that the waveform with the same pressure cable was present on the cardiosave iabp before it shutdown. The patient was awaiting transfer to another facility. It was reported that the iabp was triggering and pumping without problems using ECG trigger; no a-line was present. In follow up the next morning, the staff reported that the patient was transported to another facility without problems. They were unable to obtain an aline pressure waveform but the pump was working. There was no harm or injury to patient and no adverse event was reported.